Event description:
A synex ii, implanted at t12, was reported as broken and collapsed. Reportedly, the patient was not revised. Noted on x-ray that implant is lateral right and upside down.

Manufacturer narrative:
Reportedly, the device was not explanted. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.